Event description:
It was reported that the device shut off while in use with a patient with dobutamine 4:1 at 7mcg/kg. The device was plugged into power source. The event occurred while in use in the pediatric intensive care.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was returned for repair. Service history review identified this device has not been in for service previously. Battery not working error was found intermittent at power up and reported problem was replicated. The battery was not operating as intended. The battery was replaced to address the reported issue. The device passed all functional tests after repair.